Manufacturer narrative:
The device was reported to be in use at the time of the reported problem. No patient or user harm reported. Multiple good faith efforts (gfe) were attempted on (B)(6) 2024 to obtain the patient information from the time of the event. No response or further information was received from the customer. On (B)(6) 2024, a field service engineer (fse) went to the customer site and replaced the gas delivery system (gds). The fse completed leak and functional testing and the device passed. The fse found that the device no longer produced the check vent autozero failure alarm and released the device back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device had a "check vent: machine pressure auto zero failure" message during use. There was no report of patient or user harm.

Manufacturer narrative:
E1 reporting institution phone number - (B)(6). Reporter phone number - (B)(6).